Manufacturer narrative:
Evaluation results: complaint was confirmed. The lead was visually examined under the microscope and kinks with the wires broken were observed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08601. It was reported that the pt had no stimulation on one side. The lead impedance was high and the lead was found to be fractured. The lead was removed and replaced by new lead. The swift lock anchor was replaced by a butterfly anchor as the physician suspected the fracture was caused by the anchor.